Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. This was the pt's first follow-up visit since implant, and stimulation had not yet been initiated. The pt had not suffered any recent injury or trauma that may have damaged the vns therapy system. Review of x-rays revealed that the lead connector pin did not appear to be fully inserted into the generator connector block. Revision surgery is planned to evaluate generator/lead connection. It was reported that the pt is scheduled for another unrelated surgery 12 days prior to scheduled vns revision surgery and will be prescribed prophylactic antibiotics.